Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had diaphragmatic stimulation in all vectors. The system also displayed high pace impedance measurements. The reported stimulation was not able to be programmed around. Subsequently the patient was seen for a revision procedure where the lead was unsuccessfully attempted to be repositioned. The lead was explanted and is not expected to be returned. There were no adverse patient effects reported.